Event description:
Patient had discomfort.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) _1644408-2020-00115; 508-32-103, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.